Manufacturer narrative:
Initial surgery, 2003.the package insert states possible adverse effects include bending, fracture or loosening of the implant.

Event description:
It has been reported that, revision surgery was conducted to remove and replace a broken screw that was discovered. During procedure to revise patient, driver tip broke in screw. All hardware was removed and replaced.patient outcome: no adverse effect reported as a result of this event.